Manufacturer narrative:
The customer reported that the bedside monitor (bsm) display screen had a strange blue screen with lines through it. It started off with wavy lines that obscured the monitoring mode behind it. Then after about a minute, it went to a solid screen that could not be used. No patient harm was reported. They sent the device in for repair and it was cleaned and evaluated. The reported problem of "the unit gets a strange blue screen with lines through it" was confirmed. All malfunctioning parts were replaced. The unit was tested and completed 24 hours of extended testing and operates to manufacturer's specification.

Event description:
The customer reported that the bedside monitor (bsm) display screen had a strange blue screen with lines through it. It started off with wavy lines that obscured the monitoring mode behind it. Then after about a minute, it went to a solid screen that could not be used.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on 1/04/2018 that their mu-631ra s/n (B)(6) would start off with a wavy screen and then after about a minute, the screen would go solid blue with lines through it. There was a patient being monitored at the central nursing station, but when the unit started having display issues the customer stopped monitoring at the cns and put the patient on a mobile unit. There was no patient harm. Service requested: repair. Service performed: repair. Unit cleaned and evaluated. The reported problem of "the unit gets a strange blue screen with lines through it." Was confirmed. Replaced the lcd unit to resolve the issue (under warranty). The malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. 9000023485 lcd, mu-631ra/t5a. Investigation result(s): the device was installed in 2017 and the issue was reported one year later. Cause of the issue was identified to be failure of the lcd. Root cause of the lcd failing was unable to be determined at this time using available information. Page 2.31 of the bsm 6300 service manual addresses display problems and in the event where an abnormal screen is displayed, possible cause/criteria states "lcd unit failure" and the prescribed action is to replace the lcd unit. The lcd is also listed as a replaceable part. In this case, the lcd was replaced to resolve the reported issue. Device serial number history showed that there have been no further reported/previously reported issues nor service notifications for this device regarding "mu-631ra display issues." Review of the device history record (DHR) shows that the unit has no history of ncmr, CAPA, or other suspected defects (see attached). Trending analysis only found 3 similar tickets. The blue screen issue reported in tickets 23675 and 8661 was resolved through replacing the ur-3945 main digital board within the unit. Resolution of issue in other tickets is unrelated to resolution of this ticket. Failure of lcd resulting in mu-631ra displaying blue screen appears to be isolated to only this facility. There is no suspected adverse trend nor indication of design deficiency based on trending analysis, serial number history, and DHR. In the event where the device displays an abnormal screen: possible causes; troubleshooting actions; and assembly/disassembly process steps are outlined within the bsm service manual. There was no patient harm and monitoring of the patient was able to be continued by switching the patient to another unit. Investigation of complaint record has been completed by qe. Correction: f9. Approximate age of device: incorrectly calculated. G4. Date received by manufacturer: should be 01/04/2018 not 01/31/2018 as listed on MDR initial report. Additional information: b4. Date of this report; e2. Health professional; e3. Occupation; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information : device evaluation correction; h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Event description:
The customer reported that the bedside monitor (bsm) display screen had a strange blue screen with lines through it. It started off with wavy lines that obscured the monitoring mode behind it. Then after about a minute, it went to a solid screen that could not be used.